Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient had a spasm and fell a few weeks ago and it was unsure if the fall was device related. It was also reported that since the fall, the ipg had moved and several attempts were made to link the remote control (rc) to the patient's ipg but was not able to. It was not sure if the patient's fall had anything to do with the inability to link the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a spasm and fell a few weeks ago and it was unsure if the fall was device related. It was also reported that since the fall, the ipg had moved and several attempts were made to link the remote control (rc) to the patient's ipg but was not able to. It was not sure if the patient's fall had anything to do with the inability to link the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician felt that the patient's spasm was not related to the device stimulation.

Event description:
A report was received that the patient had a spasm and fell a few weeks ago and it was unsure if the fall was device related. It was also reported that since the fall, the ipg had moved and several attempts were made to link the remote control (rc) to the patient's ipg but was not able to. It was not sure if the patient's fall had anything to do with the inability to link the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had a spasm and fell a few weeks ago and it was unsure if the fall was device related. It was also reported that since the fall, the ipg had moved and several attempts were made to link the remote control (rc) to the patient's ipg but was not able to. It was not sure if the patient's fall had anything to do with the inability to link the ipg. The patient will undergo an ipg replacement procedure.